Event description:
It was reported the pt's scs ipg was explanted and replaced due to loss of communication and loss of stimulation. It was also reported the pt experienced a fall prior to the surgical intervention; however, it is unk whether the issues with the ipg were a result of the fall.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.